Event description:
Malfunction: system message during procedure; system shut down and restarted. The surgeon reported that a system message displayed during a cataract procedure. The system required complete shut down and was restarted and tuned. There was a delay of five minutes to the procedure. The procedure was completed and there was no pt impact or harm.

Manufacturer narrative:
No samples have been returned for eval and no add'l info has been provided related to this event. For this reason, the root cause is, therefore, unk at this time. The reported system message occurs when the supervisor loses communication with the ultrasound sub-module. A review of complaints for the last 24 months did not indicate any add'l related complaints or related service requests for this system. (B) (4). (B) (4). (B) (4).